Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer removed the pump case from the pump and the cartridge was intermittently pulled out. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.